Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4): neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2010: the patient presented with following pre-op diagnosis: isthmic spondylolisthesis of l5-s1. The patient underwent following procedures: posterior spinal fusion of l5-s1 with a titanium rod, 6.5x40 millimeters titanium screws. Local autograft was also used for a posterior spinal fusion supplement. As per operative notes, ¿the transverse processes and sacral ala had been decorticated as well as the remaining superior articular process of s1. A combination of the local autograft that had been generated from the decompression as well as one large bone morphogenic protein(bmp) kit was used in the procedure. This was evenly distributed bilaterally. ¿ no intra-operative complications were reported.